Manufacturer narrative:
Intermittent button response due to moisture damage on button keypad traces. No scrolling numbers display anomaly noted. Pump received with cracked display window corners, cracked reservoir tube lip, cracked reservoir tube.

Event description:
It was reported that the numbers on the insulin pump were ramping without input from the user. No further information reported.